Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/17/2013 with the following findings:the black box shows evidence of ¿loss of prime¿ warnings associated with non-zero low force. An "ezprime" sequence was performed with no issues. Pump was exercised for 24hrs on a 1.0u/hr basal program; no loss of primes were duplicated during this time. The force sensor calibration check showed the pump is detecting the correct force at 5 lbs. The pump was tested on a 29hr flow accuracy test and was found to be delivering within specification. Removed the pump cover; force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. Unidentified force low observed in the black box, force sensor calibration in specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On(B)(6) 2013, the patient¿s husband contacted animas and alleged the following: his wife was having high blood glucose (bg) of 560mg/dl, corrected with a syringe and then she had a low bg where she passed out. Paramedics were called. She was connected to pump at time of low bg, was administered glucagon prior to medics arrival. The p husband reported she got another no prime delivery. Upon arrival to the hospital bg read 40mg/dl, and the patient was not taken off of the pump. The patient suspended the pump when she became alert and oriented enough to use the pump. The patient was treated and released from the local medical center on (B)(6) 2013. The patient¿s husband reports she has had multiple loss of prime alarms since (B)(6) 2013. They changed the set-up on (B)(6) 2013, and used supplies from a different box. They cycle the cartridge, do not reuse supplies, supplies are not expired and are stored at room temperature. No trauma noted to the pump, the pump was not banged or dropped, tubing was not kinked or pulled and no change in force or temperature. The caps were secure to the pump. There was noted occlusion alarms in the alarm history but the loss of prime alarms continued once the supplies were changed and the occlusion alarms were cleared. The husband is a poor historian. Customer support (cs) was unable to verify the amount of the insulin that was in the cartridge filled on friday night was used properly and is recorded in the prime and bolus history. The husband is implicating the pump pushing insulin into her to cause low bg, although he gave her a syringe for high bg and the patient was still connected to the pump for basal delivery and she had multiple alarms occurring. They confirm the patient was disconnected during all prime attempts. Due to lack of being able to validate pump functionality and due to inability to view all records and lack of historical information, it is deemed the pump will be replaced as a precautionary measure.cs advised the patient to discontinue ipt and to utilize alternate insulin delivery method until a replacement pump arrives due to their implication of a pump malfunction. Supplies for occlusion alarms, replace battery were discarded, unable to troubleshoot those issues. The husband was advised to call hcp for alternate form of insulin delivery. Cs advised them for future issue to call at the time of the alarm and not delay calling cs for assistance if they do not understand the message from the pump. This complaint is being reported as the patient experienced hypoglycemia while on pump therapy